Event description:
Complainant alleged that medics were attempting to transport a 4 month old male pt to an area hosp and the unit would not power up. The medics turned the unit off and then on again, and inserted a fresh battery. The unit did not power up. The medics attempted to insert 2 other fresh batteries into the unit, but did not power up. The transport was completed without the use of the unit. There were no adverse effects on the pt. The complainant indicated that the unit passed a shift check that day and that it had functioned properly on the "run" prior to alleged malfunction occurring.